Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 30mg/ml bupivacaine, and 1.5mg/ml dilaudid both at minimum rate via an implantable infusion pump for spinal pain. It was reported that the patient was in the intensive care unit due to an issue unrelated to the device/therapy. The hcp reported a different hcp put a magnet over the pump for 3-4 days maybe longer. It was reported the pump had gone through a motor stall. The patient recently had a magnetic resonance imaging (MRI) scan. Since (B)(6) 2017 there were multiple stalls and recoveries. Another stall occurred on (B)(6) 2017 and a tube set occurred on (B)(6) 2017. It was unknown when the patient had the MRI. It was reported that a hcp called on (B)(6) 2017 regarding MRI compatibility. It was reported that on (B)(6) 2017 the pump was interrogated for the event logs and the magnet was taken off the pump. It was reported the patient's follow up doctor was already notified of the issue. It was reported the hcp would not restart the pump and would leave it in minimum rate mode due to the patient's other medical issues that were not related to the device/therapy. No symptoms were reported. No further complications were anticipated/reported.